Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that ps1 voltage to be fluctuating with movement of access door. Found loose connection at ps1 board and reseated the connection which resolved this issue. Ps1 voltage is holding at 5.15 vdc and system is functioning properly. Returned to service and monitored a few cases to verify issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) via an field service engineer (fse) regarding an imaging system outside of a procedure. The rep indicated that while booting up the imaging system the system was stuck initializing please wait and was beeping. There was no patient involved with this issue.